Event description:
Upon follow-up, the physician reported that the pt did well postoperatively and his visual acuity was consistent with his macular degeneration (see box 6). No further info is expected.